Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12l05035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the minicap transfer set patient connector could not be connected to the locking titanium adapter after the transfer set was changed. The same situation occurred even after the transfer set was changed again. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.